Manufacturer narrative:
Due diligence has been executed for this event. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Device manufacture date is not known. User¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. It was confirmed that the metallic end piece portion was broken however still intact with the jaw. The ptfe pad (teflon pad) was inspected and found it is severely worn, charred, and separated from jaw in certain portions. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit but found the probe appears to be heavily charred. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth.

Event description:
As reported for this event, during an unknown procedure it was observed that there was burnt melted appearance of the device, though not a break off. There is no harm or adverse impact to the patient. The procedure was completed with another device.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, h6, and h10. The device history record review confirmed that device lot had no anomaly in inspection. The exact cause of the event cannot be exclusively identified. However based on past experience, it is likely the issue happened as follows: · grasping section was closed without grasping anything while seal & cut mode was activated, (this includes after tissue resection) causing severe abrasions of the tissue pad. The instructions for use includes the following statements: ·do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. ¿ when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.